Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light bundle glass is broken, the universal cord is broken, and the operating section housing is worn out. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions. The light guide glass cover corrosion was due to a component failure of the lg cover glass, but the cause could not be determined. The broken light bundle glass was due to a component failure of the insertion part lg bundle glass, a probable cause is the contact with using excessive strong force. The universal cord is broken due to a component failure, most likely because excessive force damaged the cord. The operating section housing is worn out caused by a component failure of the main body, and it could have been the contact with another endoscope or other object. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light guide glass cover was corroded. The event occurred during cleaning and disinfection. There were no reports of patient involvement.